Manufacturer narrative:
The suspect device has been disposed. A device eval will not be performed; therefore, the cause of the reported event is undetermined.

Event description:
Note: this report pertains to one of twenty devices used in the procedure. Refer to MFR report#'s: 3005099803-2008-07397 through 3005099803-2008-07414, 3005099803-2008-07417, and 3005099803-2008-07419 for the complete set of reports. In 2008, boston scientific corp. Was informed that during treatment of a gastrointestinal bleed, the resolution clip device "engaged early". According to the complainant, when the clip was passed through the endoscope, the clip engaged and deployed while the jaws were open. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be "stable".